Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a flexitrunk infant nasal tube was broken.no patient consequence was reported.

Manufacturer narrative:
(B)(4).the complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant interface nasal tubing was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the breathable film of one of the tubes was torn between the third and sixth spiral from the circuit connector. No other damage was noted. A lot check revealed no other complaints of this nature. Conclusion: we were unable to determine the root cause of the reported damage. However, our previous investigation of similar complaints have shown that such problems have been caused by rough handling of the nasal tubing. All flexitrunk infant nasal tubings are visually inspected and pressure tested before they leave the production line, and any holes or leaks are identified during this process. Nasal tubings that fail any of these tests are discarded. This suggests that the damage occurred after the subject nasal tubing was released for distribution. The user instructions that accompany the flexitrunk infant interface illustrate in pictorial format the correct set-up and proper use of the nasal tubings, and state the following: "handle with care. Use caution when positioning or disconnecting the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is also included in the packaging to remind the user to take extra care when handling the flexitrunk infant interface products.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a flexitrunk infant nasal tube was broken. No patient consequence was reported.